Manufacturer narrative:
G4: 16nov2020. B4: 17nov2020. The manufacturer¿s international service technician confirmed the reported issue. Fio2 level is not functioning in the monitor, also found air valve liftoff failure: measured liftoff < 180 or > 500 steps (default = 280 steps) error. The manufacturer¿s international service technician replaced the defective power status overlay, blower valve, blower motor controller, and fan to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
The customer reported fio2 level not functioning in the monitor. There was no patient involvement.

Manufacturer narrative:
G4: 16nov2020. B4: 18nov2020. H6: conclusion code updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.